Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnormal. Bleed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, gen. Abnormal. Bleed and migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Case is incident. Previously reported event injury is replaced with new events: pelvic pain, abdominal pain, gen. Abnormal. Bleed, psych injury and migration. Reporter information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / migration of essure device location of device: uterus') in a 32-year-old female patient who had essure (batch no. 626912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent an essure conformation test". The patient's previously administered products included for an unreported indication: nsaids and acetaminophen. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), anxiety ("psych injury/psychological or psychiatric problems condition: depression and mental anguish") and depression ("psych injury/psychological or psychiatric problems condition: depression and mental anguish"), 1 month after insertion of essure. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), and menorrhagia ("abnormal bleeding (vaginal, menorrhagia). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, anxiety, vaginal haemorrhage, menorrhagia and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, gen. Abnormal. Bleed and migration . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: radiopaque density overlying the uterus with location with respect to the uterine lumen not definite. The device appears to extend to the anterior lateral margin of the uterus superiorly. Migration or embedding of the device in the myometrium is not excluded. There also is a low density area associated with the uterus 1.8 cm in size. The relationship of this collection to the endometrial lumen is also not clear. Ultrasound evaluation of the uterus is recommended. Clinical correlation is recommended. Otherwise, no discrete abnormality in the abdomen or pelvis is seen. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received : event psychological trauma was updated to more specific events: depression and mental anguish, events added- abnormal bleeding (vaginal, menorrhagia), device monitoring procedure not performed. Evet device dislocation is updated to device expulsion. Aka name added, reporter added, lot number added, patient demographic added, essure removal date added, events onset date, events severity, historical drug, lab data added. Event genital bleeding was downgraded. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / migration of essure device location of device: uterus') in a 32-year-old female patient who had essure (batch no. 626912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent an essure conformation test". The patient's previously administered products included for an unreported indication: nsaids and acetaminophen. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), anxiety ("psych injury/psychological or psychiatric problems condition: depression and mental anguish") and depression ("psych injury/psychological or psychiatric problems condition: depression and mental anguish"), 1 month after insertion of essure. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, genital haemorrhage, abdominal pain, anxiety, vaginal haemorrhage, menorrhagia, depression and post procedural complication outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, gen. Abnormal. Bleed and migration. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: radiopaque density overlying the uterus with location with respect to the uterine lumen not definite. The device appears to extend to the anterior lateral margin of the uterus superiorly. Migration or embedding of the device in the myometrium is not excluded. There also is a low density area associated with the uterus 1.8 cm in size. The relationship of this collection to the endometrial lumen is also not clear. Ultrasound evaluation of the uterus is recommended. Clinical correlation is recommended. Otherwise, no discrete abnormality in the abdomen or pelvis is seen. Lot number:626912, manufacture date: 2008-04, expiration date: 2010-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: fu 5 and 6 processed together. Pfs received- new event post procedural complication was added. On 6-may-2020: fu 5 and 6 processed together. Pfs received- outcome of the event vaginal discharge was updated from unknown to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / migration of essure device location of device: uterus') in a 32-year-old female patient who had essure (batch no. 626912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent an essure conformation test". The patient's previously administered products included for an unreported indication: nsaids and acetaminophen. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), anxiety ("psych injury/psychological or psychiatric problems condition: depression and mental anguish") and depression ("psych injury/psychological or psychiatric problems condition: depression and mental anguish"), 1 month after insertion of essure. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, anxiety, vaginal haemorrhage, menorrhagia and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, gen. Abnormal. Bleed and migration . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: radiopaque density overlying the uterus with location with respect to the uterine lumen not definite. The device appears to extend to the anterior lateral margin of the uterus superiorly. Migration or embedding of the device in the myometrium is not excluded. There also is a low density area associated with the uterus 1.8 cm in size. The relationship of this collection to the endometrial lumen is also not clear. Ultrasound evaluation of the uterus is recommended. Clinical correlation is recommended. Otherwise, no discrete abnormality in the abdomen or pelvis is seen. Lot number:626912, manufacture date: 2008-04, expiration date: 2010-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.